Event description:
The plaintiff's attorney alleged that the pt experienced a heart attack due to administration of the products which were administered for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products. The exact date of event onset is not known and is estimated based on the reported info.